Event description:
During a lap nissen fundoplication procedure, the harmonic generator gave an instrument error. A new instrument was opened and the case proceeded without interruption. No patient consequences.